Event description:
Reportedly, during a follow-up interrogation on (B)(6) 2024, several telemetry errors were observed, even after repositioning the cpr4 head.

Event description:
Reportedly, during a follow-up interrogation on (B)(6) 2024, several telemetry errors were observed, even after repositioning the cpr4 head.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: analysis of available expertise files confirmed the reported behavior, as several communication errors were observed before entering the programmer session on (B)(6) 2024, preventing the normal interrogation of devices. In-depth analysis revealed that the observed errors could have resulted from external noise around the interrogations, leading to disrupted communication and the observed behavior. - considering the recurrence of this issue in this same center, a request has been made to r&d team to perform in-clinic testing and determine the exact root-cause of the observed issues. At this level, no malfunction of the programmer or its associated telemetry head could be identified.